Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address adverse tissue reaction causing blackened tissue in the joint, pain, metal wear, and cup loosening. Update rec'd 1/18/2016 - litigation papers allege the patient experienced complications, including but not limited to, pain, discomfort, difficulty ambulating and metallosis. The complaint was updated on 1/20/2016. Update 5/11/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, disfigurement ofhip, permanent damage to hip, mobility loss, loss of range of motion, physical pain and mental anguish. Primary surgical report noted 600cc of blood loss. Medical records reported pain, limp, discomfort, and complaints of blurred vision, vision loss, ringing in ears and loss of hearing. Revision surgical report noted tissue and abductors swollen and blackish discoloration due to metallosis, osteolysis at greater trochanter, corrosion at trunnion, wear at posterior trunnion from impingement on cup, cup had no bony ingrowth but was not grossly loose, and 2 small cysts posterior and anterior on acetabulum. Harms updated and stem added to complaint for corrosion and impingement.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the femoral stem product/lot combination since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.